Event description:
(B)(6), female, underwent aaa repair on (B)(6)2009. The patient had a previous history of cervical cancer, sputum excretion difficulty, and severe pneumonia which usually led to hospital admission once or twice a year. The patient had a short (18 mm), angulated proximal neck. The left internal iliac artery had previously been embolized, with the intent on landing the leg graft in the external iliac artery. The procedure was conducted as labeled. The confirmatory angiography showed no endoleaks and the procedure was completed. On (B)(6), a small proximal type I endoleak was noted on a follow-up CT angiogram. No additional procedures were performed, however, a follow-up exam was scheduled to observe the endoleak. The status of the patient at this time unknown.

Manufacturer narrative:
(B)(4). The device remains implanted and no images were provided to assist in our investigation. The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. It should be noted that the patient had an angulated neck, however, without films or further information it is unknown at this time if the angulation was a contributing factor to the endoleak. We have notified the appropriate individuals and we will continue to monitor for similar complaints.